Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the c-flex tube detached, nothing fell into the patient. The physician was able to pull device through the stoma site with forceps. The c-flex tube separated outside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the c-flex tube detached, nothing fell into the patient. The physician was able to pull device through the stoma site with forceps. The c-flex tube separated outside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the pullwire was attached to the wire loop of the delivery system. No issue was found with the pullwire. The button, red pullstrip and suture were still attached to the delivery system. The c-flex tubing was torn in two at proximal end of barbed connector. C-flex tubing had several cut marks close to the torn ends on both pieces of tubing. The returned unit was consistent with the complaint incident that the device delivery system separated. The physical analysis of the device revealed the delivery system tubing had been cut in several places. It is possible the incision for placement was too small preventing smooth exit of delivery system through the patient's stomach wall and user cut the tubing while increasing the incision size. Therefore, most probable root cause is operational context. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13535657.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.